Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose and high ketones. The caller mentioned that the cannula was bent at 90 degrees, but the insulin pump did not alarm no delivery. Advised the mother to call back when she founds the tubing clamp. No further information was provided.